Event description:
It was reported that the r-wave measurements had been decreasing. Fluoroscopy revealed extrusion of both conductors through the outer insulation. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found insulation abrasions.